Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that 4 months post op patient started contacting them that their symptoms kept coming back and every time they reached out for their remote control to try and troubleshoot themselves, they realized that their battery is off. They would then switch the interstim back on again and they would experience the difference in symptoms almost immediately ( in less than 24hrs). Strange enough this won¿t even last for a week and the same issue would happen again. On the first appointment with the patient. The rep performed the following: 1. Switched on their interstim as it was off. Note: they did not switch it off, it switched itself off. 2. Did the impedance check and they were all perfect under 4000 ohms. 3. Did the therapy measurement and the battery still had sufficient life span. 4. The patient could feel the stimulation nicely in the perineum. 5. I then did the remote-control education again with the patient just to triple check if they were still using their remote control correctly. I figured the patient is excellent and indeed is able to use the remote control 100% correctly. 6. I let the patient go home and I asked them to keep monitoring the situation keep me updated. Patient phoned me exactly 3 weeks to a month later highly frustrated that they were still going through the exact same problem. The rep then made an appointment to see the patient again. I eventually saw the patient in (B)(6) 2019. The rep ran the exact same steps as above, to the reps surprise at this point in time the impedance was not 100% however it was not too bad either as it was only unipolar configurations that showed high impedance. The rep brought this to doctor¿s attention. We then suspected that perhaps the lead is not correctly connected to the device. Doctor decided we will take the patient back to theatre, troubleshoot and if possible, change the lead. On (B)(6) 2019. We took the patient back to theatre; we first x-rayed the lead, and we could not pick up any discrepancies on the x-ray. We then opened up the patient. We unscrewed the device from the lead. The device was then carefully re-sterilized, lead was cleaned or wiped nicel y again. Doctor reconnected and we heard the torque range from the screwdriver. Doctor buried the device in the pocket, I tested the impedance again and unfortunately, they were still non satisfactory. We then decided to do a lead replacement. Patient was discharged on the same day. In (B)(6) 2019, patient made an appointment with the doctor and myself. They informed us that it was working nicely again but unfortunately, we are back to square 1, the exact same problem returned. The rep repeated the above-mentioned steps. This time the impedances were still good, and the battery was still within service. The rep further then asked the patient if they perhaps live in the area that is close to signal network poles etc. They confirmed that they were still living in the exact residential area as when they had his first implant. They had not moved; therefore, nothing has changed. The rep switched the patient on again and this time reprogrammed them and asked them to monitor one more time and I promised I will discuss their case locally with my colleagues but please they should keep me updated. Before we knew it, it was covid days, and we lost communication with this patient. We then saw them again on friday (B)(6) 2021. They were not a happy patient at all. They eventually kept the ins off for the rest of 2020 which means they have not been receiving therapy. The rep discussed this with their manager and my experienced colleague, and we all agreed that unfortunately it looks like the 3058 is definitely faulty as we did all that we could possibly do to help this patient for over a year. They were possibly looking at replacing the battery. Patient is highly desperate for the therapy and needs to be sorted asap. This therapy has worked wonders for them before and this is why they are persistent and not giving up on it. The rep and hcp were no longer trusting the ins and the hcp is more than happy to explant and will send the ins for assessment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis # (B)(4) :analysis information -- 2021-07-08 12:52:35 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that the battery switches itself off continuously without the remote being touched. When it¿s on it works perfectly and the symptoms are controlled almost immediately but it does not last a day and it just switches itself off. I have been monitoring the patient and the device and this has continuously happened for over 12 months now. Eventually the patient left the device switched off. Impedance check was done several times on patient and all impedance were good at all times. X-rays were done on patient and nothing relevant showed on the x-ray all connections looked normal.